Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: medium-term clinical outcomes following trocar-guided mesh repair of vaginal prolapse using partially absorbable mesh. The objectives of this study was to evaluate the anatomic and functional outcomes 3 years following trocar-guided transvaginal prolapse repair using a partially absorbable mesh. This was a prospective multicentre cohort study at 11 sites (us and EU). A total of 128 patients with pelvic organ prolapse quantification (pop-q) stage >= iii underwent transvaginal mesh placement using a partially absorbable implant gynecare prolift+m pelvic floor repair system. Reported complications included recurrent prolapse (n-6) which required re-intervention in the treated compartment and mesh exposure (n-19) which required partial mesh excision (n-15; 10 in-office and 5 excised in the or; resolved) and conservative treatment (n-4; ongoing mesh exposure at 3 years). It was concluded that the medium term results showed that the transvaginal mesh repair with a partially resorbable mesh yields sustained anatomic and functional results. No major safety concerns were identified.